Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on the arm. The patient visited their physician and had the infection drained. The patient was prescribed antibiotics (name not provided). The device was discarded.